Manufacturer narrative:
A medtronic representative worked with the user over the phone at the time of the incident. The issue was resolved upon replacement of the power line fuses. The fuses were discarded on-site, so no part return is expected. No additional issues reported.

Event description:
A site representative reported that during a spinal fusion procedure, the mobile view station (mvs) power line fuses blew. It was reported that the system was driven into the operating room, and when plugging the system into an outlet, a spark was seen. At this point, the system power line light was no longer illuminated. The power line fuses were replaced and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully with the imaging system and the patient was not impacted.